Manufacturer narrative:
Calibration and quality control results were within specified ranges. The customer¿s centrifugation speed was not according to the specifications of the tube supplier. Upon review of the alarm trace, multiple sample short and sample clot detection alarms were observed. A general reagent issue most likely can be excluded. The investigation determined the event was consistent with a pre-analytical handling issue.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. The sample initially resulted in a troponin t hs value of 114 pg/ml. One hour later, a second sample collected from the same patient was tested, resulting in a troponin t hs value of 11.1 pg/ml. The initial sample was repeated, resulting in a troponin t hs value of 12.9 pg/ml. This value is consistent with the patient's clinical picture. The initial sample was further repeated 10 times, resulting in troponin t hs values around 11-12 pg/ml.